Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was repositioned but the problem was not resolved, so the lens was removed. The lens was replaced with a shorter lens but the problem was not resolved. See MFR. Report # 2023826-2023-00266 for replacement lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Unable to perform dimensional inspection due to haptic lens damage (width). Claim# (B)(4).